Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic for a device check. Pocket stimulation was noted. When the device was interrogated, lv polarity switched to unipolar pacing. When switched to bipolar lead impedance was out of range. The device was reprogrammed back to original setting and additional programming change was made.